Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle had a hard time passing through the tissue. They opened another device to resolve the issue in order to complete the case. The patient is alive with no injury.